Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument with some difficulty noted during unloading. No difficulty was experienced in toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the due to the improperly centered pin lock.. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as a not confirmed. A secondary condition associated with interference between an internal handle component and the green toggle lever was noted. This failure mode and complaint mode has been identified as a trend and a process enhancement has been initiated. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y, the needle would fall out of jaw. This happened twice. The needle was recovered each time. The condition was corrected by loading a new needle and continuing the case. No adverse events reported.